Manufacturer narrative:
The system was serviced in the field and the issue could not be replicated. The field representative (rep) performed gain calibrations for rad and fluoro. The system passed all tests and was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the o2 was having image quality issues when scanning a patient. Additionally, the morning of the event before using the system, the rt noted that they had to hold down the "m" to calibrate the motion. There was no trouble shooting at the time of the event. There was no impact to the patient and no delay.